Event description:
A nurse called to request a replacement insulin pump for the customer. She stated that the customer was hospitalized and the hospital misplaced the insulin pump. Caller requested to send the replacement insulin pump to the hospital heart care unit. Nothing further was reported.

Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.